Manufacturer narrative:
On (B)(6) 2017:transmitted emdr initial to FDA, emailed (B)(6). File attached.

Event description:
The customer contacted philips to report that the defibrillator goes completely blank with the red x mark appearing. There was no reported patient involvement.